Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal. The returned battery cap threads were stripped and unable to fit. The test battery cap was used. Unrelated to the original complaint, the display screen contrast was dim and reddish. Additionally, evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump cover was removed to find further moisture corrosion to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was alleged to be cracked/damaged with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.